Event description:
A customer reported that the titanium adapter separated from the patient connector of the transfer set. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.